Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The problem from the customer was not found in the event history log. Functional testing was performed, and the reported issue was not confirmed. The device tested normally at the time of evaluation. No action was taken as no fault was found with the device.

Event description:
It was reported that the pump infusions are too slow and it has a backlog. There was unknown patient involvement. No patient harm or adverse event was reported.

Manufacturer narrative:
A1, b3, b5: updated.

Event description:
It was reported that the pump infusions are too slow and it has a backlog. There was patient involvement but no patient harm.